Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. As the customer reported issue with both freestyle libre sensor and freestyle libre reader device, a report has been submitted for each device. However, only 1 adverse event occurred due to these issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading with the freestyle libre sensor, followed by an error when attempting capillary test with freestyle libre reader built-in meter. The customer reported experiencing hyperglycemia with nose bleeding, and had contact with a healthcare professional. A healthcare meter result of 25.8 mmol/l was obtained, and the customer was treated with insulin (dose/type unknown. The customer was additionally provided unspecified prescription and was treated for nose-bleed. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported a low reading with the freestyle libre sensor, followed by an error when attempting capillary test with freestyle libre reader built-in meter. The customer reported experiencing hyperglycemia with nose bleeding, and had contact with a healthcare professional. A healthcare meter result of 25.8 mmol/l was obtained, and the customer was treated with insulin (dose/type unknown. The customer was additionally provided unspecified prescription and was treated for nose-bleed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the test strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips. No trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.